Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint ¿large needle driver instrument lost its mobility and was not responding¿. The large needle driver instrument was analyzed and verified the reported issue. The instrument was found to have failed unintuitive motion. The instrument was installed on an in-house system and passed the recognition and engagement tests. However, when driving the instrument, it was found that the instrument moved precisely and proportionally to the hand controls starting and stopping with the hand motion but moved in opposite direction. The instrument was found to have a cracked clamping pulley and a loose pitch cable. The loose pitch cable caused the instrument to be non-intuitive. This failure is typically attributed to mishandling/misuse. Additional findings not reported by the site were also identified. The instrument was found to have a loose pitch cable at the distal end. The instrument was found to have a cracked clamping pulley which caused the pitch cable to become loose. Loose cables are attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. The instrument was found to have a cracked clamping pulley. Signs of corrosion/contamination were found on the instrument bearings. The pitch/grip input disk bearings exhibited orange discoloration.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the large needle driver instrument moved with unintuitive motion as it was noted that the instrument moved in the reverse direction. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical extraperitoneal with lymphadenectomy surgical procedure, after connecting the large needle driver instrument to the robot, it lost mobility and was not responding to the surgeon's commands. The customer attempted to move the instrument clockwise and the instrument rotated in reverse, making it impossible to continue the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head in the surgeon side console (ssc) high resolution stereo viewer (hrsv) while attempting to manipulate the instrument. The instrument moved in the opposite direction. There was no shakiness or friction experienced. There was no instrument-to-instrument or arm-to-arm interference or external collisions. The issue was persistent. The instrument was replaced to resolve the reported issue. There was no injury to the patient. The instrument was inspected prior to use and no damage was noted. The instrument is available for return. The customer did not know exactly when the issue occurred.